Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported "one breast is almost double the size, filled with fluid," specified as left side. Healthcare professional additionally reported removal "due to voluntary recall." Device remains implanted.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the photographs identified red and white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.